Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of unable to cut.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the snares were not cutting as effectively as they should be. It was not reported what device was used to complete the procedure. It was not reported if there were no patient complications reported as a result of this event.